Manufacturer narrative:
Due to characters limitations, e1 (event site name) (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check, the cardiosave intra-aortic balloon pump (iabp) had cable reel blocked. There was no patient involved.

Manufacturer narrative:
Updated fields - b4, d9, d10, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) correctly re positioned the cable in its housing. Repair completed. Functional tests performed with positive results. The fault did not cause damage/inconvenience to operators/patients or delays in procedures.

Event description:
N/a